Manufacturer narrative:
A ge service rep performed an onsite investigation and refitted a loose connector on the display card adapter. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system did not finish loading up. No pt injury was reported.